Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. However identified the need to adjust the ii (image intensifier) power supply focus and camera focus. Adjustments were completed. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system presented filament errors. There was no report of patient injury.